Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The operating currents are within specification and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No a33 alarms noted. The insulin pump had and minor scratches on the lcd window and was missing the end cap sticker. The drive support disk was inspected and no anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that the pump alarmed when he tried to change out the infusion set. The customer treated with a manual shot of syringe. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.